Manufacturer narrative:
Concomitant medical products: fr995-27, tissue valve, implanted: (B)(6) 2002; pb1018, transcatheter valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change procedure once the chronic right ventricular (rv) lead was connected to the new device, the rv coil impedance was noted to be high/undefined and fluctuating. The lead was capped and replaced. No patient complications have been reported as a result of this event.